Manufacturer narrative:
This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. The associated investigation determined that the software update led to this device experiencing a false positive response that resulted in disablement of the wandless telemetry. Boston scientific has developed an additional software update to address this unintended behavior. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (rf) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product a review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.

Event description:
It was reported that this pacemaker exhibited no device data available for standard device and episode detail reports where transmission was stuck in new transmissions. The boston scientific technical services (ts) consultant advised to retry reading or sending the data and recommended to review with a boston scientific programmer if data did not upload. The ts consultant discussed that there was no case found with a remote monitoring disablement, communicator was not connecting, and magnet could have been placed. As of this time, this pacemaker remains in service. No adverse patient effects were reported. Additional information indicated that the anomaly was resolved as one of the clinicians performed a transmission successfully with no anomalies and concluded that the there was no anomaly with the programmer nor the patient device but user error. It was reported that this pacemaker exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. Analysis of device data was requested. Technical services discussed that this was a false positive explant indicator related to a software update and that all other device functions remain available. This pacemaker remains in service. No adverse patient effects were reported.